Event description:
Literature: whipple p. Doctor, please don't send me home like this! Journal of the mississippi state medical association. 2011;52(8):250-252. Summary: this article discusses a (B)(6) female patient who intermittently suffered from abdominal pain, nausea, vomiting and diarrhea for over one year and was admitted to the hospital. The patient underwent a myriad of tests and was administered, among other medications, hydromorphone which somewhat relieved her symptoms. After 5 days of inpatient care and testing, the patient agreed to a gastric emptying scan which revealed that the patient suffered from gastroparesis. After successful testing with an external gastric pacemaker, the patient was implanted with a permanent one. At a five-month follow-up, the patient reported no vomiting since pacemaker placement and nausea episodes only once per week. Reportable event: the patient reported occasional shocking by the device.

Manufacturer narrative:
Continuation of concomitant medical products - implanted: unk explanted: unk. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. At this time no additional information was available, additional information has been requested.